Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s father reported via phone call that the insulin pump alarmed power system error. The customer¿s blood glucose level was 3.7 mmol/l at the time of the incident. Father stated changed reservoir and tubing during the night but did not disconnect the customer which led to the hypoglycemia event. Also, the insulin pump has a crack across the battery compartment due to the customer was biking and went over the handlebars. The insulin pump will need to be replaced. The insulin pump will be returned for analysis.